Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2006 and was not subject to UDI requirements. H3: the suspect device was returned for evaluation. There was no patient harm reported. The reported complaint was verified through event trace but, was unable to be duplicate. The unit under test (uut) was functioning normally. The main board, power board, and alarm sounder were replaced, reworked to the current configuration, recalibrated, and retested per specification and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit shut down while running on a patient. There was no patient harm reported.